Manufacturer narrative:
Preliminary product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a failed non-medtronic biop rosthesis a gradient was noted. A post implant balloon aortic valvuloplasty (bav) was performed with six inflations. During removal of the balloon, the corevalve moved out of its targeted location and moved up into the ascending aorta. The valve was left in the ascending aorta and further bav inflations were performed while the valve was in the ascending aorta to secure it in that position. No second corevalve was implanted. Twenty-six days later the patient received a non-medtronic 23 mm surgical aortic valve replacement (savr) and the embolized corevalve was removed. No further adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is known that implant of a corevalve inside another device causes a decrease in effective orifice area (eoa) due to the size and thickness of the valve frame, and presence of slight transvalvular gradients is anticipated in that situation. It has been shown that most prosthetic valves are at least mildly stenotic and that gradients can be observed despite normal device functionality (1). The presence of pre-existing stenosis potentially diminished the maximum eoa of the implanted corevalve device as well. It is unlikely that a malfunction of the corevalve led to the reported gradient. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy. In this case is appears that the valve dislodged after the balloon aortic valvuloplasty (bav) and during removal of the balloon. (B)(4).

Manufacturer narrative:
Upon recent review of the initial medwatch report submitted october 13, 2014, it was noted that the patient weight was not listed. The patient weight of (B)(6) lbs has been added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.